Manufacturer narrative:
(B)(4). Date sent 10/14/2024 d4 batch #860c42 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. During the visual inspection, when the bailout door has removed the part that pressed the actuator switch for the internal circuit on the bailout door was damaged. No functional test was performed on the device due to the condition of it. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to how the bailout door became damaged. A manufacturing record evaluation was performed for the finished device batch number 860c42, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device psee60a lot number c9dm2j and no non-conformances were identified.

Event description:
It was reported that during a gastric procedure surgery, could not fire without motor sound on the 1st firing. The surgeon removed the battery and rotated for 180 degree and reinserted the battery. The device still could not fire and without motor sound. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.